Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during an electromagnetic (em) case using a side emitter, pointer instrument with a removable instrument tracker could not be tracked. The instrument was successfully verified prior to call, but when attempting to register the patient, the instrument was only visible when held at one angle. When moved, the instrument tracker would appear red on tracking window. The patient tracker could be tracked, but turned red when instrument tracker was being tracked. The length of delay in the procedure and patient impact are unknown.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version: 2.1.0, ubd: , UDI#: h3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.